Event description:
Suspected externalized conductor was reported. No electrical anomalies were noted. Lead will continue to be used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.